Event description:
Livanova deutschland received a report that an essenz console, after update, gave problems with pumps during priming. Also, essenz patient monitor and arterial clamp were not engaging and not listed in safety checklist. No livanova technical service intervention is requested by the customer. No additional information so far. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the essenz console. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.